Manufacturer narrative:
Despite attempts to obtain information, including serial number and repair information, no response has been received. No report of patient involvement. Serial # is unknown.

Event description:
The hospital reported the wheels fell off the machine. There was no report of patient involvement.